Manufacturer narrative:
Other relevant device(s) are: product ID: d -evprop34us, serial/lot #: (B)(4), ubd: 23-jan-2021, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged after full release. Additionally, the physician believed the delivery catheter system (dcs) nose cone interacted with the inflow of the valve after full deployment. As a result, a second valve was implanted valve in valve. Of note, there was heavy annular and leaflet calcification and a bicuspid valve. No additional adverse patient effects were reported.